Event description:
It was reported that the introducer would not pull back over wire after introducer was inserted and the customer had to take them both out and take introducers from other endpplege catheter kit. Sales rep reports that he believes it was a user error and has re-explained to the user how to place these devices. Guidewire had to be removed which required a new stick/access site. Sales rep reports that the wire was removed inside the dilator and got stuck at tip because physician trapped the wire by bending it at the introducer hub which probably an user error and the physician has since corrected his technique. However, physician still feels introducer was faulty.

Manufacturer narrative:
Product was discarded by customer therefore no product evaluation will be performed. As this product was discarded by the customer, a product evaluation cannot be performed. Unfortunately, the lot number of this device was unknown therefore a device history record review could not be performed. If additional information is received in the future, this file will be reopened and this form will be updated. No corrective action will be pursued at this time. We will continue to monitor trends on an ongoing basis.